Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by philips demo device group that this demo device reboots when the charge button is pressed during the operational check. There was no reported patient involvement/adverse patient impact.